Manufacturer narrative:
The returned device was evaluated and investigation of the device found fluid leaking out through a tear on the exposed portion of soft cannula during fluid path test. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. No evidence of blood was observed on the received device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through similulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and the patient was not able to walk. As treatment, the patient administered a bolus. Once at the hospital the patients pod was removed. The patient was given intravenous fluids consisting of saline, insulin, potassium and magnesium. In addition the patient was prescribed insulin. The patient was released from the hospital after 2 days.